Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patients spouse. The patient had an implanted pump device. It was reported that the patient's device was removed due to an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.